Event description:
It was reported that pump had a cracked/shattered touchscreen, resulting in the screen being illegible and unresponsive. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.